Event description:
It was reported that the patient was no longer benefiting from the therapy. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explanted: 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: a11347.